Event description:
Pt had a pedicle screw construct implanted during surgery on (B) (6) 2007 that consisted of four 6.5x50mm screws, two 6.5x40mm screws, two rods and six connectors. On (B) (6) 2008, two fractured 6.5x40mm screws were removed from the pt's sacrum during a revision surgery.

Manufacturer narrative:
Dimensional analysis, and material analysis was performed on the returned portion the device. The DHR was reviewed. Dimensional analysis, material analysis, and review of the DHR confirmed the device was made to specs.